Event description:
Pt admitted for cardiac cath. Upon completion of case, #6 french perclose device used, irrigrated with copious amounts of polymixin/bacitracin solution. 3 weeks post procedure seen for drainage of abscess. Four weeks post procedure ER for severe groin pain, flank pain with bleeding. Five weeks post procedure repair of infected right femoral artery. Total 13 day hospitalization.